Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using packing coil lps, ruby coil lps, and a non-penumbra microcatheter. During the procedure, the physician placed multiple ruby coil lps in the target location using the microcatheter. While attempting to advance the packing coil lp through the microcatheter, the packing coil lp got stuck in the microcatheter and would not advance further. Therefore, it was removed. The procedure was completed using a new packing coil lp and the same microcatheter. There was no report of an adverse effect to the patient.